Event description:
Reference number (B)(4). Event occured in united states it was reported that the patient faced occlusion event on (B)(6) 2025.the blockage was in the tubing. No further information is available